Event description:
Detached / dissembled parts; it was reported that after the catheter was inserted into the patient, it was observed that "the catheter pig-tail" was missing. The hospital returned the catheter to the distributor and indeed the proximal line has been seperated from the catheter. Two lot numbers were used in the kit production, so cannot cannot postively indentify which lot it came from. This is a vantex catheter, model no. A3716ns. Follow up indicated that there were no patient complications and the line was removed and another was inserted.

Event description:
The customer received the customer letter for the cell-dyn diluent syringe, completed the customer reply form, and received and installed the replacement diluent syringe approximately one month ago. The syringe began leaking near the top of the luer lock area. The customer had installed the incorrect replacement syringe. The correct syringe was shipped to the customer and installed, resolving the issue. No impact to patient management was reported.

Manufacturer narrative:
The device was further examined. Further examination found what appear to be three cuts in the extension tube. The white adaptor also was damaged, around the area of the extension tube damage. With this new information it appears the backform was damaged, and the extension tube was cut, or sheared off by a unknown device.

Manufacturer narrative:
Customer report was confirmed for detached parts. The catheter was received with the proximal 5cm extension tube cut / broken between 1 - 2mm from the white backform extension tube adaptor. Both sections of the extension tube were returned.

Manufacturer narrative:
Two lot numbers were provided: 58665111: device manufacture date 02/26/2009; expiration date: 08/01/2009. Lot number 58520981, device manufacture date 04/17/2008; expiration date: 10/01/2008.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.